Manufacturer narrative:
On april 19, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 225cc returned device. A second product was received 7557772 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: left breast mass manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient experienced left side breast mass. Hence, field h6 clinical code has been updated to "breast mass", and field h6 for device problem code has been updated to "adverse event without identified device or use problem" on this form. Also, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number 3501751bc; serial number (B)(6), on the left side, and catalog number 3502001bc; (B)(6) on the right side. On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is related to (B)(6) study# (B)(6). It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 225cc mentor memorygel breast implant and experienced left side breast implant deflation postoperatively, confirmed by mammogram. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On july 31, 2023, device re-evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 225cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial; subject ID: (B)(6). It was reported that a 69-year-old caucasian female patient who underwent breast reconstruction revision surgery with mentor glow study gel devices on june 15, 2018. Adverse event # 1. Implant size change, (right side, implant serial number: (B)(6) date of implant: (B)(6) 2018, date of explant: (B)(6) 2021). On (B)(4), she presented with implant size change, which required implant removal on (B)(4) 2021. Adverse event # 2. Breast mass/cyst [requiring surgery], implant size change, (left side, implant serial number: (B)(6). Date of implant: (B)(6), 2018, date of explant: (B)(6), 2021 on (B)(6) 2021, she presented with breast mass/cyst [requiring surgery], implant size change, which required implant removal on (B)(6), 2021. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On july 12, 2023, mentor received additional information which was reviewed by the clinician and event details under field b3, and codes under section h have been updated on this form. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome this supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Reason for device explant and/or reoperation: left breast mass, and patient dissatisfaction with procedure outcome manufacturer¿s reference number: (B)(4).